Event description:
It was reported that patient had an overdose with symptoms of somnolence, sedation and non-responsiveness. Patient was admitted to the hospital and in ICU on a narcan drip, which improved symptoms. Per reporter, it was believed that the condition was not related to the pump but to the patient's inability to metabolize the drug. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4)